Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on inappropriate vf episode (no shock delivered) from (B)(6) 2021 at 8 pm. Noise on ff, rv signal, and ra signal. Recommended in person follow up with postural testing.